Event description:
Date of event is unknown. Customer reported that spike detached shortly after beginning use. Set was received for investigation and although no lot number was provided, laser markings on smartsite valve indicate set was manufactured in june 2008. On 01/22/2009, investigation confirmed spike separated from drip chamber. Cause of detachment identified as manufacturing defect at supplier, with no or insufficient bonding solvent applied. Corrective action was implemented by the supplier 11/2008, after date this set was manufactured.